Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found damage in the exposed soft cannula in the form of a small tear, which resulted in a fluid leak. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn. The investigation also observed an exposed needle that did not fully retract. The source of this was due to a misalignment between the linkage assembly and the top housing. Before the pod was opened, the formed needle was visible through the bottom housing opening, and the linkage assembly appeared to not be full retracted. After the pod was opened, the linkage assembly fully retracted, and slight score marks were observed on the top housing.

Event description:
It was reported by the patient that their blood glucose (bg) values reached 329 mg/dl. For treatment, the patient gave themselves a manual injection. No further details.